Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure was suspected that the hemostatic valve had leakage. To solve the issue the procedure was completed with another sheath. No patient complications reported. The device was disposed so it's not expected to be returned.

Manufacturer narrative:
Additional information added to b5: describe event or problem and device code it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure was suspected that the hemostatic valve had leakage. To solve the issue the procedure was completed with another sheath. No patient complications reported. The device was disposed so it's not expected to be returned. It was further reported that there was no abnormality during preparation of the sheath. There is no damage to the luer. For the irrigation method, we used pressure bag with flow rate when the farawave was inserted and arrived in the left atrium, a blood leak was observed